Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was assumed that the indicated phenomenon occurred because the main pcb failed. We could not identify the cause of the main board failure because there was no shipment of the actual product. This is a guess, but it is considered to be an accidental failure because it has been 3 years and 8 months since the delivery of facility.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the subject device could not be turned the power on. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated, and the main power board had failure. There was no report of patient injury associated with the event.